Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The product was not returned; therefore a product evaluation can not be performed. The lot number was not provided therefore the lot history review could not be performed. Based on the limited information provided a definitive root cause can not be determined.

Event description:
The consumer reported blurry vision and pain post lens implantation. According to the consumer the doctor prescribed eye drops for the pain and performed a yag on (B)(6) 2015. The reason for the yag was not provided. The doctor reported that the pt developed phacoantigenic uveitis post lens implantation. The lens was explanted and replaced with another model lens. This event occurred with the pt's right eye. Ref. MDR #: 1313525-2015-01520 for the lens.